Event description:
Medical affairs spoke to pt in 2003 about the one touch ii meter. Pt in 2003 woke up and went for the daily 30-minute walk. After the walk pt started to have symptoms, which consisted of feeling incoherent, dizzy and low. Pt tried to test in the meter and meter would not power on. Pt then replaced the batteries and still no power. Pt felt like eating something, but decided to go to the e.r. To get the blood sugar checked. In the e.r. The blood sugar was 420mg/dl. Pt was treated with glucophage and glipizide. Pt was given food in the e.r. Also. Pt was in the e.r. For approximately 1-1.5 hours and then released. Customer service was unable to resolve the issue and sent pt a new meter. Pt cannot provide the serial number of the subject meter since the numbers are faded.